Manufacturer narrative:
Returned units were evaluated by our quality assurance lab. Four sealed sets were tested and one was found where the diaphragm remained stuck to the sidewall and allowed air to travel down tubing, confirming reported condition. Used set was subsequently received and after flushing unit with fresh solution valve functioned correctly. Work order was reviewed for this lot number and no discrepancy that could contribute to reported condition was observed. All quality testing performed met specification requirements. We have recognized certain factors which contribute to the stickiness of flapper valves. Flapper valve is mfg from natural latex material. Variations in tackiness has been observed between lots of this naturally sourced material. Alghough currently complaints of this nature are at low incidence, (compare 1998 ave rate of 0.69 pca/100m units sold to 1997 rate of 5.82 pca/100m units sold), we continue to pursue several means to reduce liklihood of flapper valve tackiness, one of which may be conversion to non-latex material.

Event description:
Received general report of undocumented incidences of IV soluset flap valve not closing correctly. During surgery on 3 pediatric pts, a soluset was primed and hung. When the fluid level came down in the soluset chamber, the flap valve stuck to the side of the chamber and did not close, causing air to enter the tubing. The air did not enter the pt, and tubing was changed to solve the problem. IV solution used was normosol-r. No pt harm reported.